Manufacturer narrative:
Additional information: section d9. Device available for evaluation? Yes returned to manufacturer: yes date returned to manufacturer: august 10, 2021 section h3. Device evaluated by manufacturer? Yes device evaluation: the product was returned to the manufacturing site for evaluation. Plunger and pushrod observed in advanced position and in good condition. Visual inspection under magnification revealed viscoelastic residue on cartridge. No damaged was observed to the cartridge. The lens was observed stuck at the cartridge tip section. Based on the sample evaluation, there is no evidence to suggest that the complaint unit has been affected by the manufacturing process. The condition in which the sample returned is consistent with a product that was handled and prepare for surgical process. The complaint issue reported was verified. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. A search in complaint system revealed one additional complaint was received from this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age, weight, ethnicity: information unknown/not provided. If implanted, give date: not applicable, as lens was not implanted. If explanted, give date: not applicable, as lens was not implanted. An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) model dcb00 was partially inserted and removed due to haptic coming-out the wrong way. The replacement lens was another johnson and johnson iol of the same model as well as diopter. There was no patient injury reported. The patient was reportedly doing fine. The product is being returned for evaluation. No further information provided.